Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you confirm the total qty of suture devices involved with the same issue noticed during use on patient? Ten (10) sutures. Were the quality issues noticed to be same as the reported suture event or was there any other issue? The issue noted was always the same as the reported event. Were all the sutures that presented with issue used on single patient/same procedure? The surgeon had the issue performing always the same procedure but not on a single patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the number of sutures that frayed and broke during the tooth extraction procedure that occurred on (B)(6) 2018. Please open additional complaint files for each patient/procedure where the reported incident occurred. One patient per complaint file. Please include: quantity of sutures that broke during each procedure. Procedure date for each procedure. Product code for each procedure. Lot # for each procedure. Patient age, initials, etc for each procedure.

Event description:
It was reported that a patient underwent tooth extraction procedure on (B)(6) 2018 and suture was used. The suture broke during use. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Evaluation: an opened box with unopened samples of product were returned for evaluation. The issued sample was not returned. During the visual inspection of unopened samples, no defects were found on the packages. Samples were opened and the swage and attachment area was noted to be as expected. Sutures were dispensed without problems and examined along of the strand and no defects, fraying suture or suture breakage were noted. A functional test was performed and the tensile force was above the minimum requirement the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the received samples, no performance - breakage suture were found.

Manufacturer narrative:
(B)(4).